Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer has generated false positive b-hcg results on two patient samples. On one patient's sample, the initial result was positive at 164.37 iu/l. The physician questioned the result. The sample was then retested in duplicate and the results were negative at < 1.2 iu/l. The account also stated that the serothek sample was analyzed and the result was negative as well. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). On (B)(4) 2010, the field service engineer (fse) discovered the stat probe was bent. The fse replaced and calibrated the stat probe. Results of the review of the architect system operations manual, operational precautions and limitations section provided adequate information on requirements on collecting specimen and limitations of results interpretation. Requirements are included in the manual for preparing and storing specimen for testing. Under limitations of result interpretation, it states the architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. All data must be considered for patient care management. The troubleshooting and diagnostics, under observed problems, list multiple probable causes and resolutions related to the customers issue of erratic results. The system category is a high level group of symptoms that relate to system performance. Within this category, there are more specific subcategories or variables. Additionally, these components distribute the fluids used to wash the probes. A bent or damaged probe is one of the multiple causes of the erratic results. The corrective action for a bent or damaged probe is the replacement of the probe. In the service and maintenance section, detailed instructions are provided for the component replacement of the stat probe. In the architect beta-human chorionic gonadotropin (b-hcg) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. No adverse trends were identified related to this issue in the july 2010 i1000sr i2000 i2000sr metric report.